Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the stylet was extended. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed stylet was confirmed but the exact cause remains unknown. One 5 fr dl powerpicc catheter was provided for evaluation. The stylet and t-lock assembly were returned completely outside of the catheter. The catheter was trimmed at the 40 cm depth marker. The catheter was observed to retain an ¿s¿ shape. Blood residue was visible within the catheter and extension tubing. The stylet was frayed, unraveled, and elongated. Biological residue was present at the elongated coil wire and distal end of the wire. The core wire was observed to extend out of the elongated coil wire region. Microscopic observation revealed a complete break in the core wire. The distal weld tip did not appear to be present. Based on the description of the reported event and returned sample, possible contributing factors include advancement/retraction against resistance and stylet kinked during manipulation. The deformation visible on the catheter suggest a torturous path may have been experience which may have contributed to the reported issue. Since the stylet was found to be frayed, the complaint is confirmed but the exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the stylet was extended. There was no reported patient injury.